Event description:
It was reported to philips that after the processor pca was replaced, the device still does not work and has the same issues. It shuts down after starting for 5 seconds.

Manufacturer narrative:
The customer requested, that the device be returned for bench repair. The device was received, by the bench repair service on 07apr2022. The reported issue was confirmed. The replacement of the processor pca did not resolve the problem. The battery was found to be malfunctioning. The device needs a battery. The evaluation of the device, found the necessity to replace the battery, because of a shortened available charge. The battery has been ordered, but is back ordered. It will be replaced. And then the device will be validated, by performance assurance testing.